Event description:
On (B)(6) 2010, pt reported the down button on his infusion device was not functioning properly. This was noticed several weeks prior to report when pt attempted to bolus. Up button continues to function as intended. Pt boluses 3 times per day and has used this infusion device since (B)(6) 2007. The down button pops up after being pressed. Infusion device was not dropped or exposed to water or insulin ingress. Infusion device was replaced and requested for eval. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue.